Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jul2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been instructed to start coumadin in preparation of atrial fibrillation ablation and experienced a gastrointestinal bleed. The patient was admitted on (B)(6) 2021 with reports of bloody stools. All anticoagulation was stopped and no colonoscopy or esophagogastroduodenoscopy was needed. Vad parameters remained within normal limits. International normalized ratio was subtherapeutic. The patient was treated with packed red blood cells and was discharged on (B)(6) 2021.